Event description:
Numbness, joint pain, difficulty in judging, walking or picking up items, difficulty in writing. Been using fixodent on upper dentures for 3 1/2 years. Dose: 1 dose. Frequency: daily. Route: oral. Dates of use: 2006 - still in use. Diagnosis: denture adhesive cream. Event abated after use stopped: no.